Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; parallel placement of excluder legs for treatment of type iiib endoleaks caused by fabric tear after endovascular aneurysm repair takashi hashimoto, md, noriyuki kato,md. Toshiya tokui, md. Yoichiro miyake, md. Michihiro nasu, md. Ken nakajima, md. Takatoshi higashigawa, md and shuji chino, md. Http://dx.doi.org/10.1016/j.jvs.2017.06.072. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was used in the endovascular treatment of patients for an unknown size aneurysms on unknown dates. Adverse event; reintervention.